Event description:
It was reported the health care provider (hcp) felt the pump was overinfusing. The patient was having spurts of overdose symptoms, but conflicting information reported the reservoir volumes were always more than expected and not less. It was noted that none of the troubleshooting that was performed indicates a pump issue. The event does not correlate to refill dates. No patient info was provided. Additional information has been requested, but was not available for the date of this report. The drug delivered in the pump was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).